Manufacturer narrative:
Investigation results: the visual inspection showed that the safety lock and the actuation button have been actuated. The complaint can not be confirmed based on how the device was received. A lhr review was completed for the product and there was no nonconformance associated with the lot number.

Event description:
The hosp reported that during a coronary artery bypass procedure, during the second anastomosis, the heartstring cutter back walled, releasing a lot of blood from the back hole of the aortotomy. The doctor converted to cross clamp. Surgery was slightly prolonged and no add'l pt complications were reported by the hosp. The mean pt pressure was set to 40 mmhg. The IFU states greater than 55 mmhg to reduce the risk of back-walling. The maquet clinical consultant rep discussed the mean pt pressure with the surgeon and the surgeon acknowledged that the adverse event was the result of not following the recommended IFU.